Manufacturer narrative:
Medical device: model number: 72404012, lot number: 1000128161, model description: cxr 14cm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to "blocked tubing and dimpled pump." A new pair of 14cm x 9.5mm cylinders with pump, was implanted. Additional information received states they were not able to identify the cause of the pump issues. The tubing block was caused by "some particle entered into the tubing." The patient had difficulty inflating the deice starting two weeks prior to surgery. The patient got well following surgery.

Manufacturer narrative:
Device evaluation provided in: h3 and h6. Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was flushed and no blockages were identified. The pump was functionally tested and found to fail the deflation test. Product analysis therefore confirmed a pump malfunction. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specifications. Device analysis was unable to confirm a device mechanical issue. Additional information and correction information provided in: b5, d10, h3, h6. D4: model number: 72404012; lot number: 1000128161; model description: cxr 14cm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to "blocked tubing and dimpled pump." A new pair of 14cm x 9.5mm cylinders with pump, was implanted. Additional information received states they were not able to identify the cause of the pump issues. The tubing block was caused by "some particle entered into the tubing." The patient had difficulty inflating the deice starting two weeks prior to surgery. The patient got well following surgery. Additional information received states the particles in the tubing "originated from patient tissue or blood." It is not known when the particles entered the tubing. Because of the particles in the tubing the saline did not flow towards the other components.

Manufacturer narrative:
Additional information and correction information provided in: b5, d10, h3, h6. D4: model number: 72404012. Lot number: 1000128161. Model description: cxr 14cm.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to "blocked tubing and dimpled pump." A new pair of 14cm x 9.5mm cylinders with pump, was implanted. Additional information received states they were not able to identify the cause of the pump issues. The tubing block was caused by "some particle entered into the tubing." The patient had difficulty inflating the deice starting two weeks prior to surgery. The patient got well following surgery. Additional information received states the particles in the tubing "originated from patient tissue or blood." It is not known when the particles entered the tubing. Because of the particles in the tubing the saline did not flow towards the other components.